Manufacturer narrative:
Concomitant medical products: 511212 enpath medical lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant far field r-wave (ffrw) over sensing was noted on the right atrial (ra) lead. The lead was re-programmed and remains in use. No patient complications have been reported as a result of this event.